Manufacturer narrative:
A routine retention testing process has been implemented. Valid retention results are available for all lots in the event a strip lot is alleged in a complaint. All retention data is reviewed on a monthly basis once testing is complete. If a failing result is observed during testing, appropriate actions will be taken. The customer¿s test strips were requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. The investigation did not identify a product problem. The cause of the event could not be determined. Occupation - the occupation is lay user/patient.

Event description:
The initial reporter complained of questionable inr results from coaguchek xs meter serial number (B)(4) compared the laboratory result. The laboratory reagent was asked for but not known. At 09:15 am the result from the laboratory with venous blood was 3.8 inr and within 7 hours the result from the meter was 5.7 inr. The customer stated that he had taken three times the amount of warfarin that he was supposed to. There was no adverse event. The customer's warfarin was held based on the laboratory result. The customer's condition was "fair". The customer's therapeutic range was 2 - 3.0 inr